Event description:
A malfunction alarm referred to as malf 12 was reported. There was no reported impact on the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and after resetting, the issue did not recur. The customer continued to use the pump for insulin therapy.